Event description:
It was reported, the patient had a loss of therapeutic effect and their shaking had been worse the last couple of months. The reporter stated the patient falls ¿all of the time.¿ stimulation was on 24/7 to help with shaking since the patient was really bad without it. The reporter¿s sister usually checked the patient¿s implantable neurostimulator (ins) regularly, but they had not made any changes using the patient programmer. It had been a while since the ins was checked by the patient¿s healthcare professional (hcp). When the ins was checked, the reporter saw on and okay and they had not seen any other screens. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va02pxp, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# va02hc7, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).